Manufacturer narrative:
No unexpected report anomaly or bolus history anomaly was noted. The insulin pump passed the self test and the displacement test. The insulin pump was programmed with multiple boluses and monitored. The insulin pump was uploaded properly. The bolus wizard functioned properly. The test blood glucose value was sent from the glucose meter and received by the insulin pump. No unexpected button error alarm was noted. However, intermittent button response was noted due to a flattened dome switch. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when his doctor pulled the carelink reports, the blood glucose readings were missing. In the alarm history three button error alarms were found. The customer had issues with the bolus wizard. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.